Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) ran the roller pump for 4.5 hours with proper occlusion and observed no error messages. He induced 'underspeed and belt slip' messages by overoccluding the pump, but under proper occlusion the pump functioned normally. Per data log review: (B)(6) 2021: 07:08:56 perfusion screen was opened; 07:46:10 lid was opened; 07:46:24 lid was closed; 07:46:34 pump was started; 07:47:05 pump was stopped; 08:20:21 pump was started; 09:02:10 lid was opened; 09:02:37 lid was closed; 09:03:33 pump was power cycled; 09:03:46 pump was started; 09:04:09 pump was stopped; 09:04:28 lid was opened; 09:05:00 lid was closed; 09:05:01 pump was started; 11:46:22 pump was stopped; 11:46:27 perfusion screen was exited. There was no indication in the log of any error messages being displayed to the user. The lid was opened three times which would display a 'lid open' and 'lid closed' message. The 'over occluded' message reported by the user is not a message that can be displayed on a roller pump. The log does not confirm the complaint.

Event description:
Per clinical review: the team had an incident with a six inch roller pump during cardiopulmonary bypass (cpb) on (B)(6) 2021. The team set up and primed the circuit without issue for a procedure. Shortly after going on bypass and turning on the sucker pump on the heart lung machine (hlm), the roller pump gave the perfusionist an 'over occluded' message. The perfusionist adjusted the roller pump occlusion, turned the pump off and back on and additionally un-plugged and re-plugged the roller pump back into the base. This mitigation was successful and she was able to use the sucker pump for the remainder of the procedure. There was no delay in the continuation of the surgical procedure due to this roller pump in the sucker position. There was no harm or blood loss due to this issue.

Manufacturer narrative:
The reported complaint was confirmed. During testing of the device at the service center, the service repair technician (srt) duplicated the reported complaint. He observed the roller pump display a 'belt slip' message. The srt opened the roller pump to find the belt split in half. The drive belt and small pulley were replaced. Release testing was performed. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the user facility, the issue occurred right before going on bypass, after heparin was given and upon initiation of bypass. The 'over occluded' message displayed on the number three green sucker roller pump head. The perfusionist adjusted the occlusion, unplugged the roller pump and plugged it back in to reset. The field service representative (fsr) could not verify the reported complaint on the roller pump. He replaced the roller pump with the user facility's back up roller pump. The unit operated to the manufacturer's specifications. The suspect device was returned to the manufacturer for further evaluation.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump displayed an 'over occluded' message. The roller pump was rebooted and the issue resolved allowing the case to continue. The surgical procedure was completed successfully. There was a delay, no blood loss, nor adverse consequences to the patient.